Event description:
A distributor in sweden reported that an alarm 20 occurred during pumping, indicating a cartridge issue with the insulin pump. The blood glucose level of the customer at the time of the event was not provided. Technical support instructed the customer to replace the pump, which was within warranty, and provided guidelines for returning the problematic pump. The customer declined to disclose the backup insulin therapy.